Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs on apr 13, 2010 alleging an issue with the cal code on her one touch ultramini meter. A medical surveillance specialist (mss) was unable to get in contact with the pt and sent a letter to obtain further clinical info. The pt was unable to set the meter to the correct code on the meter and due to the cal code issue with the meter she began to eat more food/drink. She mentioned approximately 2 weeks after the reported issue began her readings began to fluctuate; she felt sluggish and started to urinate a lot. She did not seek any medical attention or contact her physician for assistance. Customer care advocate (cca) assisted the pt in setting the meter to the correct code number and the issue was resolved over the phone. Products were replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, what kind of readings the pt had obtained, what issue the pt had with the cal code, and how long symptoms lasted. The complaint is being reported since the pt alleged that due to the reported issue she developed symptom suggestive of a serious injury.